Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) could not be interrogated at a routine follow-up and a fault code was displayed that indicated the ICD may have undergone a possible malfunction.